Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left knee was reported due to instability. Intra-operatively, posterior medial wear was noted on the insert. A 4x16 cs insert was revised to a 4x22 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.